Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. The nozzle unit in the air gas module was also replaced, but was discarded. The air and o2 gas module regulates the inspiratory air and oxygen gas flow to the patient. Evaluation of the received device logs shows that the matching event on the reported day, during the time period 13:47 to 21:11 two days later, had several alarms for low and high o2 concentration. The pre-use check was confirmed to be successful both before and after the event. The reported drifting o2-concentration was reproduced during simulated use test of the returned o2 gas module in a ventilator. Based on the device log evaluation and simulated use test our conclusion is that the problem was intermittent characteristic and that the event was caused by the nozzle units in the gas modules. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the o2 concentration of the ventilator was drifting during patient treatment. There was no patient harm. (B)(4).